Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) USA, alleging her onetouch verio flex meter was reading inaccurate erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on supplementary information obtained when the call recording was reviewed by customer care (cc). The patient stated that the alleged inaccuracy issue began a couple of days prior to the call with lfs, approximately at 2 pm. The patient claimed that she obtained blood glucose readings of ¿77, 132 and 169 mg/dl¿ on the subject meter, within 20 minutes of each other. The patient manages her diabetes with a self-adjusting dose of insulin (lantus - 34 units, humalog - 12 units in the morning, 12 units in the afternoon, 11 units in the evening) and did not specify whether she made any changes to her diabetes management regimen in response to the alleged issue. During review of the call the cca noted that the patient stated that after receiving the alleged erratic readings on the subject meter she developed symptoms. During the same day she felt ¿dizzy and sweaty¿ and when she was ¿about to faint¿ her husband gave her candies and then she ¿fainted¿ at approximately 2 pm. After the patient fainted, her husband treated her with sugar pills at approximately 2:30 pm. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.